Event description:
It was reported by that this pacemaker was found to be in safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted without incident. Besides intervention, there were no other adverse patient effects reported. Device return in the beginning of 2024 is expected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had no telemetry upon arrival. The device case was opened, and visual inspection revealed no irregularities. The device was connected to an external power source and the original firmware was downloaded onto it. When connected to the external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Further testing of the battery cell found no anomalies, and the device did not enter safety mode after being connected to the external power source overnight. In conclusion, laboratory analysis was unable to reproduce the condition that caused the device to enter safety mode, and analysis of the battery found no anomalies.

Event description:
It was reported by that this pacemaker was found to be in safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.